Event description:
Same case as MDR ID: 2134265-2010-01904. It was reported that following a rotational atherectomy procedure, a rotawire guide wire fracture occurred. The lesion was located in the proximal left circumflex (lcx) artery. Following ablation with the 1.50mm rotablator rotalink plus burr and rotawire guide wire, the physician attempted to withdraw the burr, but was unsuccessful. The burr and the guide wire were removed together as one system without incident. Outside the patient's body, the rotawire guide wire separated into two following removal from the burr. The procedure was successfully completed with this device. No patient injuries or complications were reported. The patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)